Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the guide wire had stretched coils and could not be used. This was noticed during unpacking. After that a new device was used. No additional event or patient information is available. This is being reported based on the returned product analysis which revealed a guide wire separation.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the separated guide wire. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The shaping ribbon was separated 7 mm proximal to the tipball. Both ends of the shaping ribbon were twisted. The shaping ribbon was still attached to the tipball. The tip coils were still intact but stretched distal to the center solder for a length of 21.5 cm. There were offset intermediate coils proximal to the center solder for a length of 7 mm. There was no other damage noted to the guide wire. This device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. It was reported, "the wire had stretched coils and could not be used. This was noticed during unpacking." Results of the sem analysis indicate that the device core was subjected to excessive torsional overload beyond the guide wire design limit causing the tip to detach. For the guide wire to fail due to torsional overload, the guide wire tip would have to be trapped either in the anatomy, in another device, or somehow restricted while excess torque was applied. Because the intermediate coils on the guide wire were offset, it appears that the guide wire had met heavy resistance which supports the sem finding. Therefore, there was something during handling of the guide wire that damaged the guide wire from torsional overload with the guide wire tip restricted. This taken in conjunction with finding blood and contrast on the guide wire suggests that the guide wire that was returned had been used in a procedure. The analysis conflicts with the report of an out of package guide wire damage. Overall, a root cause could not be definitely determined, but it appears as if the guide wire was used during a procedure and fractured from torsional overload. The cause of the torsional overload was not described in the case details. This MDR is considered closed by the product performance group.